Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the pump operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events that may be associated with the use of heartmate 3 lvas, including bleeding and stroke. Section 5, "surgical procedures, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a computed tomography was not performed, and the problem was attributed to suboptimal system controller exchange.

Manufacturer narrative:
Related MFR # 2916596-2023-02060 for initial primary controller . Related MFR # 2916596-2023-02236 for backup controller, now primary controller . No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at the store and the battery alarm went off. The patient's family member performed a system controller exchange. The patient became unresponsive and went into cardiac arrest. Immediate cardiopulmonary resuscitation (CPR) was initiated. The patient was intubated and return of spontaneous circulation was achieved upon arriving at the hospital. At the hospital, the pump was alarming and once plugged in to wall power the patient¿s flow was restored and the alarms resolved. The pump was functioning normally. The patient's glasgow coma scale was three. A central/arterial line was placed and levophed (norepinephrine) was started. The patient was transferred to another medical center for further care. The pump was still functioning normally. The patient was put on therapeutic temperature management (ttm) at 33 degrees celsius and was later increased to 36 degrees celsius due to bradycardia. It was also reported that the patient had also vomited. The patient was put on a sodium bicarbonate drip for metabolic acidosis. The patient had an x-ray performed that showed mild pulmonary edema pattern with right pleural effusion, a computed tomography of the head without contrast that showed symmetric hypodense areas in the occipital lobes bilaterally and infarcts. The patient had a goal of an international normalized ratio of 2-2.5, mostly in the setting of shock liver and an acute kidney injury. The patient was also put on vasopressor support as their mean arterial pressure was greater than 65. The lvad interrogation revealed no events but did not span the time in question. The results of the interrogation were: normal power; pulsatility index, and flow, no significant alarms, and no changes were made. As of 04apr2023, the patient was in the intensive care unit (ICU). 12 power cable disconnect and five low voltage advisories were noted. Additional symptoms that were noted were cardiogenic shock, acute respiratory failure, leukocytosis related to the cardiac arrest, supratherapeutic international normalized ratio (inr), severely reduced biventricular function and that the patient's aortic valve was opening with every beat. The log files for the controller that the patient was on prior to the cardiac arrest contained driveline disconnect alarms and that the alarm silence button was persistently pressed until the system controller shutdown sequence completed. From (B)(6) 2023 2:59 am to (B)(6) 2023 1:58 pm the periodic log files contained routine events with the patient on nearly fully charged batteries at 1:58 pm. Between 1:58 pm and 2:58 pm on (B)(6) 2023, the pump driveline was disconnected from the system controller. The log files for the controller placed after the arrest noted pulsatility index events, transient low flow estimates, a few power cable disconnect alarms, low power advisories and controller clock corrupt faults that resulted when the clock was corrected.